Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received nine 22gx1.00in insyte autoguard devices from lot 2179472. No devices were returned from lot number 2216568 or for the report of the broken catheter at the tip. A gross visual inspection shows that all the units received were sealed in packaging with no apparent physical damage. The units were removed from the packaging and tip adhesion was performed and safety buttons were activated. Upon activation, the needles retracted safely in the safety shield without any resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke. The following information was provided by the initial reporter: we also had a catheter that was broken at the tip at a 90 degree angle when it was pulled out of the packaging.